Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin flow blocked alarms. The customer's blood glucose level was 82 mg/dl at the time of the incident. Customer completed almost all troubleshooting. Customer stated that they tried all remedies and did not want to troubleshoot. The customer was advised to replace the insulin pump and was advised to retrieve and save insulin pump settings and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted.